Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 45 mg/dl. The customer stated that he had been trained the day prior and thought he accidentally took an extra bolus after dinner. He also added that he had some difficulty with putting the plastic cap over his infusion set when taking a shower. He declined further assistance regarding low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.